Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2014 with the following findings: the pump's black box showed the following activity: the time/date reset to default following a pump reboot event at 6:35pm 7/8/14; the time was then manually set to 8:23am 9/10/14. There were manual time changes from 9:18am 9/10/14 to 12:31pm 7/8/14 and from 12:34pm 7/8/14 to 9:25am 9/10/14. A timekeeping accuracy test was performed and the pump was found to be keeping time accurately.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.